Event description:
The complainant reported a (B)(6) male patient presenting with acute myocardial infarction and cardiogenic shock. The impella cp optical was inserted and initiated without any reported issues. During support, the patient endured an ischemic stroke.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information was received from the physician on (B)(6) 2022 indicating the patient's cva was unrelated to the impella device. Based on this information, this event was re-assessed and is no longer deemed a reportable event.